Event description:
The manufacturer received information alleging that multiple "device out of service" errors were observed in an a40 pro device's error logs. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The bipap a40 pro (dex3100s13) is substantially similar to the bipap a40 and will be reported in the united states under bipap a40, k121623.

Manufacturer narrative:
The manufacturer previously reported the following information: the manufacturer received information alleging that multiple "device out of service" errors were observed in an a40 pro device's error logs. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The bipap a40 pro (dex3100s13) is substantially similar to the bipap a40 and will be reported in the united states under bipap a40, k121623. The device was evaluated by an authorized service center. A ventilator inoperative error was found and confirmed during testing. The printed circuit assembly board will be replaced to address the reported issue.

Event description:
The manufacturer received information alleging that multiple "device out of service" errors were observed in an a40 pro device's error logs. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The bipap a40 pro (dex3100s13) is substantially similar to the bipap a40 and will be reported in the united states under bipap a40, k121623.